Manufacturer narrative:
H6: code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was discarded, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records. H6: code c20 - the device was discarded at the facility and, therefore, was not available for direct analysis by gore. As the device was discarded by the facility, and was therefore, not available for engineering evaluation, a definitive root cause could not be determined for the reported issue. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, the patient underwent endovascular treatment of the left internal iliac artery aneurysm using gore® dryseal flex introducer sheath as an accessory during the procedure. The pre-close technique was used with a closure device (perclose proglide) for the access, but bleeding occurred from the left access site. A 16fr sheath was inserted into the patient from the left access site for hemostasis. Subsequent angiography showed a suspect of embolism in the left peripheral site. There was thrombus formation from the origin of the left shallow femoral artery to the posterior tibial artery and anterior tibial artery. A 6fr catheter and a 7fr suction catheter were used to aspirate the thrombus. After removal of the thrombus, stent grafts were placed and the procedure was completed without any issues. The cause of the peripheral embolization is unknown. Reportedly that it might have been caused by the insertion of the 16fr sheath at an early stage which reduced a blood flow down to the peripheral site. Also reported that pre-close suture placement was insufficient.